Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
An event of "a transient change of the heart rhythm morphology" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pulmonary vein isolation procedure, after two transseptal punctures were made and catheters and introducers were inserted into the heart, a transient change of the heart rhythm morphology involving st segment elevation was seen for a few minutes. The ECG went back to normal on its own, and the procedure went well. There were no adverse patient consequences and there was no allegation of malfunction against any abbott device. The physician believed the st elevation was caused by a transient air embolus. No specific exam was performed to confirm the occurrence of an air embolus.